Event description:
The pt experienced a painful shocking sensation, impedance was checked and found to be over 4000 ohms. The lead was replaced and returned. There were no pt injuries and the pt recovered without sequela.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.